Event description:
It was reported that the patient experienced a transient ischemic attack. It was reported via social media that "the patient had a transient ischemic attack after having the watchman for over a year."